Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros trop I es results were obtained for two samples from the same patient when processed on a vitros 5600 integrated system and a vitros eci immunodiagnostic system. The investigation found no evidence to suggest an instrument or reagent malfunction occurred. The vitros trop I es results obtained are only considered to be falsely elevated based on the customer's expectations for the patient. A definitive root cause could not be determined. However, the possibility of an unknown sample interferent cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained imprecise and higher than expected vitros trop I es results for two samples from the same patient when processed on a vitros 5600 integrated system and a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. A higher than expected result was reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).